Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the generator stopped pacing or paused during use, however it was noted that the atrial channel had no output and that the device was pieced together by two different serial number devices (not by company personnel) and that one of those had been previously returned to the customer with its failures unrepaired due to extensive damage. This reported unit failed its incoming vxi testing: atrial side had no output, battery removal amplitude (with its rate set to 70 paces-per-minute and its atrial and ventricular outputs set to 10 milliamperes and the backlight and menu off the battery was ejected and the device shut off after 0 seconds. The test was performed five times with the same result and it was noted that main printed circuit board was still out of specification in an electrical manner, from 2012), atrial sense light-emitting diode and atrial heart wire, negative side. It was additionally noted that the upper case was broken, the knobs were contaminated, one side bail cover and one side bail were missing, the battery drawer was broken and the keyboard scratched. The device was to be returned to the customer unrepaired. (B)(4).

Event description:
It was reported that the external pulse generator stopped pacing or paused during use. The generator was returned for service and e valuation. No patient complications have been reported as a result of this event.